Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient was treated for a distal femur fracture in (B)(6) 2011. In (B)(6) 2013 the patient was operated on for pseudoarthrosis with a variable angle condylar plate. On (B)(6) 2013 it was noted the condylar plate had failed and it was removed. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.placeholder.